Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to vt detection. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks. The episode was thought to be supraventricular tachycardia that the device detected as a ventricular tachycardia. Therapy was initially withheld until a single premature ventricular contraction occurred. Reprogramming was performed to change the ventricular tachycardia detection zone. The device remains in use. No patient complications have been reported as a result of this event.